Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient involvement was reported as the event occurred during an inspection outside the operating theater. The event could not be confirmed nor root cause determined as the reported device was not returned for inspection. The reported event regarding a dull accolade calcar planer was not confirmed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed at the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Calcar planer reported by csd technician as blunt. Noted by technician when packing set as reported by scrub nurse.

Event description:
Calcar planer reported by csd technician as blunt. Noted by technician when packing set as reported by scrub nurse.